Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the procedure was converted to an open laparotomy. The surgeon had noted that the patient's anatomy was causing difficulty. During the procedure the entire da vinci system shut down, including airseal for insufflation, there was no error message or fault warning. While waiting for the system to restart, including insufflation it was noticed that the instrument engaged within the universal surgical manipulator (usm) 4 was still attached to tissue. Once insufflation was restored, the surgeon released the instrument that held onto the tissue. There was no tissue damage, and no repair or intervention was required. The procedure was then converted to an open procedure due to the patient's complicated anatomy and the system shut down. The patient tolerated the conversion well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
A field service engineer (fse) visit showed that the patient side cart and the vision side cart and the airseal insufflation system were plugged into one circuit, causing the circuit to overload and shut down the system. The staff was advised to not have both carts plugged into one circuit. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted. Investigation confirmed the system mid-procedure restart.